Event description:
The customer reported via phone call that her insulin pump has been alarming. The customer stated the insulin pump alarmed motor error and unexpected restart during battery change, then it shows battery bad. During the troubleshooting the customer stated the motor error alarm occurred during basal. The customer was able to complete the rewind sequence. The customer's blood glucose was unknown. The customer was advised that the insulin pump would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.